Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a system failure. No patient injury was reported.

Manufacturer narrative:
Other, other text: h3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal was intact and the bottom case was cracked upon receipt. Functional evaluation included a power up test. Error code for base not responding alarm was found in the device event history log. Results: the customer reported event was not duplicated as the investigation was unable to duplicate the base not responding alarm at power up. Root cause of the reported base not responding alarm would be attributed to the user powering the pump off within 5 seconds after powering the pump on and is a non-issue. The reported event is due to a user error. Preventive maintenance and all functional testing were performed. A manufacturing device history record DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records., corrected data: d4: correction: model number: 4000, e4: correction: initial reporter sent to FDA: unknown, h4: correction: device manufacture date: updated.